Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, the patient presented with an endoleak at an indeterminate origin per CT. It is unknown if the physician plans to treat the patient.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported endoleak; furthermore, a type iiib endoleak of the cuff was confirmed. The complaint is most likely device related. However, the following additional anatomy related contributing factors were also identified: severe anterior remodeling and inadequate overlap. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be doing well on surveillance. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. (B)(4).

Event description:
Additional information received confirming that re-intervention has not been scheduled for the patient. In addition, the reported endoleak (at an indeterminate origin) was confirmed to be a type iiib endoleak per clinical review.